Event description:
MFR received a fire investigation report indicating that a bed motor caused a fire. Reported injury is not serious as defined in the regulation. The motor was not available for evaluation by the MFR and subsequent reports indicate the motor has been discarded.